Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that white impactor tip broke during use. All pieces retrieved.